Manufacturer narrative:
D4: serial number and UDI has been requested and not known at time of report. Analysis was performed by the remote service engineer (rse) called the customer but the issue was resolved and stable. No other information was provided. The rse kept the ticket open for observation and all working per specification. Based on the results of the analysis, the product malfunction was unable to be confirmed. The customer stated it was working with no issues. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the patient information center ix indicating that the ECG wave forms are freezing. The device was in clinical use at time of event, there was no report of patient or user harm.